Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event with a reported blood glucose of 48 mg/dl, associated with sweating, and self-treated with oral glucose in the form of orange juice resulting in a subsequent glucose of 80 mg/dl. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and no specific device problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.